Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. It was initially stated that the stall was caused by patient having MRI however later confirmed that patient had a CT scan and not a MRI on (B)(6) 2014. The stall had occurred on (B)(6) 2014 followed by a tube set on (B)(6) 2014 with no recovery till date. Patient was admitted to the hospital on (B)(6) , hospitalized for a week for an issue, later reported as flu like symptoms that was unrelated to infusion device/therapy. Pump was not read until the date of this report when hcp was programing a dose increase; she increased the dose and updated but the logs do not note that a motor tall recovery has occurred. Hcp waited 20 min during device troubleshooting and re-interrogated the pump logs but there was still no recovery noted. The programmer read the reservoir volume as 26.1ml and when they accessed the reservoir they got 30ml. It was reviewed that 5.6ml should have infused between (B)(6) and the date of this report, hcp queried about turning the pump of; however no interventions or further actions were stated. Drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n192928010, implanted: (B)(6) 2009, product type: catheter. (B)(4).